Event description:
Pt underwent surgical removal of breast implants. Pre-surgery pt complained of problems with implants. Surgeon found that silicone gel implants were grossly ruptured with extracapsular extravasation of left silicone gel implant, rupture of outer shell of double lumen implant on right that was longstanding. Pathologist reported that the right implant had no discrete ruptures but that there was a hardness, and a bulge. The left implant was grossly ruptured.